Event description:
Per initial reporter - the patient suffered no serious injury as a result of the "malfunction" of the stimulator. The pt's previous pain condition returned as a result of lack of stimulation. Device was sent to pathology by the rptr and not returned to MFR for analysis.